Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that (B)(4) showed system failure error code 133.6090 and 133.6080. The unit was cleaned up and sent to sco for repair. No additional information was provided.